Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a system error message during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6, h10: baxter received and evaluated the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition of 'system error message' was verified when 'system error 615' was reproduced. Multiple 'system error 615 messages' were found in the event history log. The cause was determined to be a failed processor board. The processor printed circuit board (pcb) was replaced to correct this condition.  Should additional relevant information become available, a supplemental report will be submitted.